Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary o2 knob was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the auxiliary o2 knob was broken, preventing auxiliary o2 delivery. There was no report of patient involvement.

Manufacturer narrative:
This reported fault was reported in error. O2 delivery is available via the primary flowmeter. The aux o2 provides supplemental oxygen to a non-critical patient. The patient is not being ventilated, therefore it is not reportable in the USA.